Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 27th 2020, senseonics was made aware of an adverse event where patient experienced hypoglycemia and having issues with the transmitter did not alert eventually. Also the battery on the transmitter appears to not hold charge. Patient is having severe glucose variability that is going undetected due to her eversense

Manufacturer narrative:
Per the case notes, the system successfully asserted hypo alerts to the user. The system operated as designed, thus no further investigation was found necessary.